Event description:
It was reported that the patient presented for routine device interrogation. It was discovered that their implantable cardioverter defibrillator had multiple episodes of non-sustained right ventricular oversensing. It was noted that the episodes were due to frequent premature ventricular contractions. The physician elected to not make any programming changes. The patient was in stable condition.